Event description:
It was reported that the programmer was experiencing intermittent telemetry, both wirelessly and when using an radio frequency (rf head). The rf head was switched out, but the issue remained. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).